Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported a tampon was missing the string. She did not use this tampon and discarded it.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.